Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2017. The most recent information was received on 08-mar-2019. This spontaneous case was reported by a lawyer and describes the occurrence of the first episode of allergy to metals ("allergy tests positive to nickel and cobalt"), myalgia ("muscle pain") and visual impairment ("significant vision loss") in a 38-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: oral contraceptive, cerazette, copper-iud and oral contraceptive. Past adverse reactions to the above products included amenorrhoea with cerazette; headache with oral contraceptive; menorrhagia with copper-iud; and weight increased with oral contraceptive. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced myalgia (seriousness criterion medically significant), visual impairment (seriousness criterion medically significant), balance disorder ("total loss of balance due to movement of crystals in ear"), otolithiasis ("total loss of balance due to movement of crystals in ear"), arthralgia ("violent joint pain / joint pain"), joint range of motion decreased ("blocked cervical"), pain in extremity ("pain in legs"), iron deficiency ("iron deficiency"), vitamin d deficiency ("vitamin d deficiency"), migraine ("frequent migraines") and mobility decreased ("significant mobility disturbances as soon as she woke up in the morning"), 6 months 27 days after insertion of essure. On an unknown date, the patient experienced the first episode of allergy to metals (seriousness criteria medically significant and intervention required), anxiety disorder ("neurosis due to anxiety / anxiety"), the second episode of allergy to metals ("allergy tests positive to nickel and cobalt"), dizziness ("several episodes of rotative dizziness"), nausea ("nauseas"), neurosis ("anguish neurosis"), asthenia ("several episodes of asthenia"), headache ("several episodes of headaches"), depression ("several episodes of depression"), insomnia ("several episodes of insomnia") and adnexa uteri cyst ("para-tubal cysts"). The patient was treated with antiinflammatory agents, vitamins nos (multivitamins), physical therapy (for the back) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the myalgia, visual impairment, balance disorder, otolithiasis, arthralgia, joint range of motion decreased, pain in extremity, iron deficiency, vitamin d deficiency, migraine, mobility decreased, anxiety disorder, the last episode of allergy to metals, dizziness, nausea, neurosis, asthenia, headache, depression, insomnia and adnexa uteri cyst outcome was unknown. The reporter provided no causality assessment for arthralgia, balance disorder, iron deficiency, joint range of motion decreased, migraine, mobility decreased, myalgia, otolithiasis, pain in extremity, visual impairment and vitamin d deficiency with essure. The reporter considered adnexa uteri cyst, anxiety disorder, asthenia, depression, dizziness, headache, insomnia, nausea, neurosis, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure. The reporter commented: consumer was under regular monitoring and permanent assays for iron and vitamin d. After insertion there was 2 trailing coils on right and 4 trailing coils on left. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 84 kgs. Allergy test - on (B)(6) 2017: positive to nickel and cobalt. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 8-mar-2019: medical history and events several episodes of rotative dizziness, nauseas, anguish neurosis, several episodes of asthenia, several episodes of headaches, several episodes of depression, several episodes of insomnia and para-tubal cysts added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 13-sep-2017. The most recent information was received on 31-jan-2019. This spontaneous case was reported by a lawyer and describes the occurrence of the first episode of allergy to metals ("allergy tests positive to nickel and cobalt"), myalgia ("muscle pain") and visual impairment ("significant vision loss") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced myalgia (seriousness criterion medically significant), visual impairment (seriousness criterion medically significant), balance disorder ("total loss of balance due to movement of crystals in ear"), otolithiasis ("total loss of balance due to movement of crystals in ear"), arthralgia ("violent joint pain / joint pain"), joint range of motion decreased ("blocked cervical"), pain in extremity ("pain in legs"), iron deficiency ("iron deficiency"), vitamin d deficiency ("vitamin d deficiency"), migraine ("frequent migraines") and mobility decreased ("significant mobility disturbances as soon as she woke up in the morning"), 6 months 28 days after insertion of essure. On an unknown date, the patient experienced the first episode of allergy to metals (seriousness criteria medically significant and intervention required), anxiety disorder ("neurosis due to anxiety") and the second episode of allergy to metals ("allergy tests positive to nickel and cobalt"). The patient was treated with antiinflammatory agents, vitamins nos (multivitamins), physical therapy (for the back) and surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the myalgia, visual impairment, balance disorder, otolithiasis, arthralgia, joint range of motion decreased, pain in extremity, iron deficiency, vitamin d deficiency, migraine, mobility decreased, anxiety disorder and the last episode of allergy to metals outcome was unknown. The reporter provided no causality assessment for arthralgia, balance disorder, iron deficiency, joint range of motion decreased, migraine, mobility decreased, myalgia, otolithiasis, pain in extremity, visual impairment and vitamin d deficiency with essure. The reporter considered anxiety disorder, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure. The reporter commented: consumer was under regular monitoring and permanent assays for iron and vitamin d. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Allergy test - on (B)(6) 2017: positive to nickel and cobalt. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 31-jan-2019: lawsuit report ¿ new reporter (lawyer); consumer¿s demographic data update; treatment drugs (anti-inflammatory drugs for joint pain and supplements for vitamin d and iron deficiency); essure removal date ((B)(6) 2017); new adverse events (anxiety neurosis and allergy tests positive to nickel and cobalt); and laboratory tests (allergy tests - positive to nickel and cobalt). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.